Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating filament (metal tip) of harvesting jaw came off from the body of jaw. They stopped using the device once found the components of harvesting jaw detached from main body. Physically inspected the tip of harvesting jaw. There were no components of device left inside the harvesting tunnel/patient. Surgeon proceeded the procedure with a new set of vasoview hemopro 2 evh set. There was a procedure delay required to confirm the faulty. There was no harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/07/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No visual defects were observed on the clear silicone insulation on both the cold and hot jaws. A visual inspection was conducted on 09/14/2023. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000317500 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.